Manufacturer narrative:
Initial.

Event description:
It was reported that on the first day of pump use the device displayed a dosing stopped alert after the sensor lost connection to the pump; the user attempted to rescan the fsl3+ sensor in the ilet app, received a sensor error, and elected to remove the ilet and administer fast-acting insulin via subcutaneous pen until the sensor could reconnect or be replaced. Symptoms included muscle weakness associated with hyperglycemia as described by the user. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.